Manufacturer narrative:
Batch review performed on 05 june 2018: lot 167348: (B)(4) items manufactured and released on 13 march 2017. Expiration date: 2022-02-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 3 l reference 02.07.1203l (k090988): lot 170417: (B)(4) items manufactured and released on 14 june 2017. Expiration date: 2022-05-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex #3/12 mm l reference 02.12.0312fl (k121416): lot 165717: (B)(4) items manufactured and released on 14 november 2016. Expiration date:2021-10-27 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery because the extensor mechanism (quadriceps muscle group) was torn and implants mobilized.